Event description:
The facility's representative reported an infusion pump with a failure code 812:02. Although an attempt had been made to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.